Event description:
A cartridge change alert was reported as they had not completed the cartridge change. The customer's blood glucose level was displayed as "high," but no specific value was provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support educated the customer on the alert's meaning and provided guidance on proper pump handling to prevent accidental screen touches. The customer understood and acknowledged this information.